Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant and was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would not retract after multiple repositioning attempts. It was noted via fluoroscopy that when the lead was pulled in an attempt to remove the helix elongated and bent. After the lead was explanted a piece of tissue was still attached to the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.